Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed the rewind basic occlusion test, prime/ compromised force sensor test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus /basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. The insulin pump received with scratched lcd window. The insulin pump was received with cracked case at lcd window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.